Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring urinary incontinence and the cuff not coaptating properly. Additionally, the balloon herniated from its original location, resulting in erosion in the right lower abdomen. A surgical procedure was performed to remove and replace the balloon. No further patient complications were reported.